Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that insulin pump did not recognized the battery and did not turn on. Customer stated that insert battery alarm did not display on screen after battery was removed. Customer stated that contacts on battery was not damage or missed. Customer insert new battery, but display did not return after restart. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.